Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Due to the occlusion occurring in the past, troubleshooting to determine the source was unable to be performed.